Event description:
During routine visit, externalized conductors were observed via fluoroscopy. No electrical anomaly or noise. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.